Manufacturer narrative:
The customer's autopulse li-ion battery sn (B)(4) was analyzed and no problems were identified during functional testing and a review of the battery archive data. The battery functioned as intended. Upon visual inspection after receipt, no physical damage was observed and the status leds of the battery showed four green lights. The battery archive was downloaded and reviewed and had recorded three over-current fault error messages after it was inserted into the autopulse platform. However, after the battery was reconditioned and fully charged, the fault error messages were cleared and the battery went back to the normal state on july 6, 2020. The battery was last inserted in the autopulse platform on july 6, 2020, and was last charged successfully by the customer on july 8, 2020. The battery passed charging in a known good multi-chemistry charger at zoll. Four green leds were lit after successful charging, indicating full capacity. The battery was also tested in a known good autopulse platform and displayed four bar lights on the platform display.

Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(4)) powered off. The user replaced 3 fully charged batteries (sn (B)(4)), however, the issue persists. No additional information was provided. The patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. Please see the following related MFR reports: MFR 3010617000-2020-00739 for battery sn (B)(4). MFR 3010617000-2020-00741 for battery sn (B)(4). MFR 3010617000-2020-00738 for autopulse platform sn (B)(4).